Manufacturer narrative:
It was reported that following insertion the patient experienced pain, urinary problems, organ perforation, and recurrence. It was reported that patient underwent mesh revision on (B)(6) 2013 and (B)(6) 2013 due to frequency, urge, urinary, and stress incontinence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07306. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stage 3 vaginal vault prolapse.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with posterior repair. It was reported that the patient underwent complete interstim implantation with incision and implantation of tined quadripolar lead electrodes into foramen s3, subcutaneous implantation of sacral nerve neurostimulator , electronic analysis and complex programming, and fluoroscopic guidance for needle placement on (B)(6) 2013 due to urge incontinence, sui and frequency; incision and drainage, irrigation and drainage of wound on (B)(6) 2013 due to wound infection of implantable interstim; and removal of interstim generator with the s3 permanent lead from the right side and removal of subcutaneous fistula on (B)(6) 2013 due to chronic infected interstim site and subcutaneous fistula. No additional information was provided. (B)(4).